Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the endobronchial tube would not deflate. Customer indicated there was no patient involvement with this event.

Manufacturer narrative:
The sample was received for analysis and the reported issue was could not be confirmed. Unit was inflated / deflated three times and no difficulty was noted. Visual examination of the returned unit shows that the stylet wire is contained in the tubing and the shape of the tubing has been altered using the stylet wire. A inflation/deflation test was performed and without the stylet wire using the parameters set out in if001 and the tracheal cuff deflated without any issue. The returned unit was inflated / deflated three times and no difficulty was noted. Visual examination of the returned unit shows that the stylet wire is contained in the tubing and the shape of the tubing has been altered using the stylet wire. . The reported defect could only be detected when the stylet wire was contained in the tubing. The most probable root cause is the customer altered the shape of the tubing using the stylet wire and then carried out the cuff test. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding an endobronchial tube. The customer reported that during the pre-test, the inflated tracheal cuff was not able to be deflated completely. There was no patient involvement.